Event description:
A customer reported a cartridge change error with their pump, which caused their blood glucose level to exceed 500 mg/dl. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Technical support guided the customer through several troubleshooting steps, including removing the cartridge, inspecting the o-ring, and cleaning the pneumatic tap area. Despite attempts to attach and load the cartridge, the customer was unable to complete the process, resulting in a referral to customer support assistance for further troubleshooting.